Event description:
Meter can give erratic blood sugar readings. Example: on (B)(6) 2011 at 6:29 pm, blood sugar readings varied within 30 seconds of each other as follows: 274, 213, 255, 225. Date can change on its own during use. Result average displayed on meter is incorrect. With 16 sample readings, the before meal blood average displayed shows zeros after 16 results were stored in the meter. With 16 sample readings, after meal average displayed on meter is all zeros. Conclusions: I had a meter one yr old that showed these results. I requested a new meter which arrived two weeks ago. I had the same results with both meters. I reported this to lifescan computer software personnel. The company has not corrected the problem nor has it notified diabetic pts and doctors of these problems or launched a recall of their product. Use of meters for 16 yrs. Dose, frequency & route used: daily - 3 times.